Manufacturer narrative:
Aso has performed test for adhesion properties on 03/04/2016 and reviewed records of biocompatibility test. Refer to this report for further details.

Event description:
Consumer reported that device worked but ripped off the skin of his nose leaving a hole.